Event description:
It was reported that a user received an alert to connect their cgm and experienced a signal loss between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet device; the agent instructed the user to toggle settings and to re-pair the dexcom to the ilet, advising on reconnection timeframe. No adverse clinical symptoms reported. Outcomes included temporary interruption of cgm data to the ilet without medical intervention. User support included guided troubleshooting and education for cgm pairing and settings verification. Investigation of this case revealed a communication issue consistent with cgm signal loss to the pump, which was addressed through device setting correction and re-pairing. It was concluded, based on previously established findings for similar reports, that the cause was transient bluetooth interruption related to cgm configuration and pairing.

Manufacturer narrative:
Initial.